Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer indicated via phone call that their blood glucose was high at 619 mg/dl and that hospitalization was necessary due to diabetic ketoacidosis. At the time of the call, the customer had blood glucose of 211 mg/dl. The customer is calling to test the pump. Troubleshooting found that the high pressure test passed. The customer was advised to change out the entire set, reservoir and insulin and treat per their doctor's instruction.